Event description:
It was reported that a multirate infusor overinfused. The reporter stated that the expected duration of infusion was 54 hours; however, the fill volume had infused in 30 hours. The device was being used postoperatively for epidural administration of ropivacaine hydrochloride hydrate, fentanyl citrate, and droperidol. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing determined that the device had a flow rate within specification. The reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.